Event description:
Additional information received reported a catheter malfunction (kink and occlusion) at device follow up which resulted in complete explant. The patient experienced increased spasticity at the catheter track. A different product was used. The healthcare professional (hcp) clarified that the patient had always had lioresal in the pump starting 2015 (B)(6) and on 2015 (B)(6) a normal dose increase was performed.

Event description:
It was reported that there was a problem with pump volume discrepancy at refill; the actual residual volume (arv) was greater than expected residual volume (erv).the patient reported never having therapeutic relief since implant. The manufacturer¿s representative noted that the healthcare professional (hcp) has given boluses and the patient has not responded. On the day before the date of this report 20ml were aspirated from the pump, and the erv reported on the session report was 2.8ml. A catheter dye study was attempted but they were unable to aspirate cerebrospinal fluid (csf). A rotor study was performed successfully. An occluded catheter was suspected. Surgical intervention to revise the catheter was scheduled for (B)(6) 2015 at 3 pm. The manufacturer¿s representative indicated that it was unknown where the drug was in the infusion system based on the fact that they aspirated the full 20ml back from the time of implant. The reporter stated that they would perform a back table prime, confirm patency once the catheter was connected, and prime the catheter as a second step. The catheter was kinked at the connection between the silastic adapter and the lubrosacral fascia at the entrance site of the catheter/entry into the spine. The patient recovered without permanent impairment. The pump was used to infuse baclofen (compounded) and had previously contained lioresal (baclofen). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was not believed to be available for return per the manufacturer's representative.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).